Event description:
The manufacturer was contacted by the dme due to a family member of a user of a philips device reporting that the user has passed away while using the product. No device malfunction was alleged. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.